Event description:
Per provider valve will not cycle. Per independent repair center statement, the valve will not cycle. The key failure was the valve operator ((B)(4)) is not cycling. Alarming or red light. Additional malfunctions po876x028 clamps leaks.